Manufacturer narrative:
Date of event: bad. Date of report: today. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the gas delivery system (gds) to resolve the issue.

Event description:
The customer reported a patient disconnection error. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 05sep2019. The gas delivery system (gds) was received for evaluation. The external visual inspection of this customer returned gds did not reveal any signs of damage or contamination. The gds was installed into a test ventilator in an attempt to duplicate the reported issue. Investigation revealed that the problem was caused by an out of specification component (u1) on the air flow sensor. Replacement of this component corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.